Event description:
The facility reported to customer service that a pump was alarming in patient room, was unplugged for one hour, and read battery damaged do not use. The hospital representative stated that there was interruption of therapy. The pump was infusing maintenance fluids at the rate of 100ml/hr. The pump was switched out with a different pump. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available.